Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is known to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the mini vision stent delivery system (sds) was advanced to the lesion and upon inflation the balloon did not inflate. There was contrast seen leaking out of the proximal end of the balloon. Another mini vision of the same size was used to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.